Manufacturer narrative:
Investigation summary: product analysis was unable to confirm the reported event related to crack/hole in the tubing; however, product analysis concluded that identified fluid loss and bulges in the cylinders were the most probable cause of the reported events. Device history record (DHR): the lot information was not provided for the returned components so DHR review could not performed. Technical analysis: the ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had an air between the inner tube/fabric and the outer tube when inflated; bulge in cylinder body was present. Cylinder 1 had a leak in proximal cylinder body attributed to fatigue and wear at fold; a hole in outer tube was present. Both cylinders were not pressure test due to a bulge was identified. Both cylinders had wear at fold in cylinder body. The ipp cxm inflate/deflate pump was visually inspected. The pump kink resistant tubing (krt) was fatigue and worn to the filament; exposed suture was present; however, no leaks were present. The outer layer of pump bulb was worn that result of wear against the pump strain relief krt junction; no leaks were found. Product analysis was unable to confirm the reported event related to crack/hole in the tubing; however, product analysis concluded that identified fluid loss and bulges in the cylinders were the most probable cause of the reported events. Conclusion: investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure.

Event description:
It was reproted that the patient visited the hospital two weeks before surgery as the inflatable penile prosthesis did not work. As a result of the inspection, it was confirmed that the cylinder and pump had a saline leakage due to a crack in the cylinder connecting tube. A new inflatable penile prosthesis was implanted. Following the surgery, the patient was stable and the event resolved.

Event description:
It was reported that the patient visited the hospital two weeks before surgery as the inflatable penile prosthesis did not work. As a result of the inspection, it was confirmed that the cylinder and pump had a saline leakage due to a crack in the cylinder connecting tube. A new inflatable penile prosthesis was implanted. Following the surgery, the patient was stable and the event resolved.